Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed power error. The customer stated there was a red x on display and stated no other alarms noted. The customer's blood glucose was unknown. Advised customer to return the device for analysis. The customer's blood glucose was unknown.

Manufacturer narrative:
The pump had a open book/critical pump error after the battery installation and pump error 40 was found in the formatted history file due to a software error. Unable to perform functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. The pump was received with minor scratches on the lcd window and case.